Event description:
During an in-clinic follow-up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.